Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, the patient also developed an infection. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.